Event description:
The affiliate stated the customer reported that the flow count fluorospheres holder on the preplus 2 workstation was not mixing the flow-count plate. Patient samples were not analyzed at the time of the event. No patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) stated the flow-count mixing/holder was not mixing properly. The instrument component is currently in order. The component has not been replaced.